Event description:
A customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1, initial reporter postal code of the initial medwatch report should indicate 4492 section e3, health professional occupation of the initial medwatch report indicates biomedical engineer. Section e3, health professional occupation of the initial medwatch report should indicate paramedic. Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control failure analysis center further evaluated the customer's device and verified the reported issue. The device had displayed all three icons (attention, charge-pak and service wrench) and would not power on. The device data was then downloaded and showed that the device had repeated power cycles and 1.823 lifetime hours of on time. This indicates that an item had been placed on top of the device which repeatedly pressed the on/off button causing the hybrid layer capacitor (hlc) internal battery to deplete. Therefore the root cause of the reported issue was due to the repeated power cycles that occurred and depleted the hlc internal battery.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.